Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) power cord isn't re-tracking.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - h6(type of investigation, investigation findings, component codes, investigation conclusions). Additional contact information: (name - (B)(6)). A getinge field service engineer (fse) had evaluated the unit and replaced the reel cord and after the replacement the symptoms resolved and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.